Event description:
It was reported that during testing the castor of the cart broke off. No patient involvement or procedural delays were report with the event.

Event description:
It was reported that during testing the castor of the cart broke off. No patient involvement or procedural delays were report with the event.